Manufacturer narrative:
(B)(4). Batch n92332. The device was received with jaws stuck close with a piece of tissue within the jaws. The device was force open and tissue was removed in order to test the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). However, the device jaws were tested and there were found damage. The damage was not significant enough to prevent the device from cycling. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic radical prostatectomy, the jaws became not to be opened. The clamped tissue and surrounding area was cut off in order to remove the device. The device was used on the ligament. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1-30-2017. Additional information received: did the surgeon attempt to manually open the jaws with his fingers? No.